Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse discovered that the power slot interface had a damaged pin. The fse installed a new power slot interface. The fse then performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) left battery will not allow to slide into the port, looks like a pin is in the way. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.